Manufacturer narrative:
Additional codes: mnh, mni, kwq, kwp. (B)(4). Implant date is unknown. Original implant was (B)(6) 2014. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with matrix spine construct at l2 to l5 in (B)(6) 2014. At implant surgery, one (1) rod was cut in half and used on both the left and right sides. On unknown date, patient reported pain and was subsequently diagnosed with "painful hardware, radiculopathy". Patient was returned to surgery on (B)(6) 2017 where all hardware was removed. It was noted that the screws at l2 and l3 seemed loose, but it could not be verified that this loosening was prior to surgery or caused by hardware removal. Surgeon determined no further hardware was required. This is report 8 of 16 for (B)(4).